Manufacturer narrative:
Sample was collected in bd lithium heparin plasma tube. System check is run weekly and data provided indicated all parameters were passing. The customer did not report any instrument performance concerns and service was not requested for this event.

Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing surveillance program (msp) customer contact program. The customer indicated their laboratory had obtained a non-reproducible accutni false positive result of 0.10ng/ml which was reported outside of the laboratory. Although the result was questioned by the physician, the patient was admitted to the hospital. Rerun produced a result of 0.02ng/ml which was in the normal reference range and an amended report was issued. A previous sample from this patient had produced a result of 0.01ng/ml. There was no injury or change to patient treatment as a result of this event.